Event description:
Pt on mechanical ventilation and with telemetry monitoring. Both systems have remote alarm systems audible at the nurses station. Nurse alerted of low heart rate by telemetry alarm. Nurse went to pt's room discovering pt disconnected from ventilator. The alarm on the ventilator unit was functioning properly and audible. Advanced cardiac life support protocol was initiated but was unsuccessful and the pt expired. The remote ventilator alarm cable connecting the ventilator to the call system was found to be defective which may have caused a delay in staff being alerted to the ventilator alarm. Remote alarm cable function checks had been routinely performed on a weekly basis.